Manufacturer narrative:
(B)(4). D10: medical product: unknown vanguard monoloc tibial component: catalog#ni, lot#ni; unknown vanguard femoral component: catalog#ni, lot#ni g2: foreign: australia visual evaluation of the provided photograph shows excessive wear on the explanted bearing. The product was not returned for further evaluation. This complaint has been confirmed by the provided photograph. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were provided and reviewed by a third party healthcare professional. X-ray review shows the following: left total knee arthroplasty with narrowing of the patellofemoral compartment which can be seen in the setting of polyethylene wear. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : see h10 narrative.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Subsequently, twelve (12) years post-implantation, the patient underwent revision surgery due to pain, instability and wear of the polyethylene articular surface. The bearing was exchanged and the patient's patella was resurfaced without complication. It was reported that no further information is available.